Event description:
It was reported that this artificial urinary sphincter pump was replaced as the patient was dissatisfied and unable to operate the pump in a dependent position. The new pump was placed in the original, high position. No patient complications were reported.